Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: d4(UDI#). A getinge field service engineer (fse) evaluated the unit and verified the unit functioned normally and the issue could not be reproduced. The fse explained that this was thought to be a phenomenon that occurred when pulse pressure was unstable and was not a malfunction of the equipment. All functional and safety test were performed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit's display shows the arterial pressure waveform but no numerical values. There was no health hazards.